Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the reported death as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on information reviewed, the definitive cause for the reported death and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is being filed for death. It was reported that on (B)(6) 2019, a mitraclip procedure was performed for mitral regurgitation grade 4+. Two clips were implanted without a device issue, reducing the mr to grade 1+-2+. On (B)(6) 2019, the patient expired. The cause of death was not known and assessed as unknown if device related. There was no reported device malfunction. No additional details were provided.